Event description:
Caller reported not observing insulin drops at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through filling and loading a new cartridge on the pump, and successfully resumed insulin delivery.